Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI : (B)(4). Reported event was confirmed through patient's medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient visited his pcp post-operation and it was suggested that he stop taking the pain medications as this was effecting his heart condition. Since the medications were stopped, the patient reported that no further issues have occurred.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: cup: 0001825034-2019-00508; liner: 0001825034-2019-00509; taper sleeve: 0001825034-2019-00511; stem: 0001825034-2019-00512.

Event description:
It was reported that the patient underwent initial right total hip arthroplasty and subsequently had procedural related cardiovascular event 4 days later. Attempts have been made and no further information has been provided.